Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system had error 48406 (recover fault) occurs when connecting the scope, and the self-test fails to complete. The procedure was converted to another dv system. Intuitive followed up and obtained additional information. When the 30-degree endoscope was placed on the arm, error 48406 occurred, which prevented completion of the self-test. The error occurred post-anesthesia, at the time the team attempted to place the ports. The tse reviewed the error logs and confirmed that the error occurred only with the endoscope; therefore, it was explained that there was a possibility of an issue with the endoscope. The site replaced the patient cart and continued and completed the surgery. An fse visited the site at a later date. The connection connector area of the endoscope was cleaned; however, there was no improvement. Since replacement of the endoscope would be at the hospital¿s expense, the return of the endoscope was put on hold pending further confirmation by the hospital. There was no patient injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.